Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device and replaced the single board computer printed circuit board. Waiting for new software to complete repair.

Event description:
It was reported that during testing a ventilators display would freeze and not complete the boot up process. There was no patient involvement.